Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced a hypoglycemia shock on a plane. Symptoms included losing color in the face and lips and almost fainting. No further details on treatment were provided. The patient resides in norway but was travelling to gran canaria.